Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for limb detachment, perforation of the ivc and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated, struts detached and perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter and the detached struts retained in pancreas and kidneys. The patient reportedly experienced right lower quadrant pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated, struts detached and perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter and the detached struts retained in pancreas and kidneys. The patient reportedly experienced right lower quadrant pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:the device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years post filter deployment, patient presented with right lower quadrant abdominal pain. On the same day, a computed tomography revealed hyper densities were identified in the inferior pole of the right kidney and 1 metallic density was seen within the peri-pancreatic fat posteriorly most probably secondary to broken inferior vena cava filter limbs, that had migrated into these regions. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.